Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm toric implantable collamer lens into the patient's eye. The surgeon reports a vault that is 2ct in width. Attempts to obtain additional information have not been successful.